Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the end user broke the panel on the foot end due to pushing against it while pulling up on her trapeze.